Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched. Field service engineer inspected reagent probe b assembly. Fse replaced the wash collar valve, part number: 472689, and the leak was resolved. (B)(4).

Event description:
The customer reported a leak from the reagent probe b on the unicel dxc 600 pro synchron system. The leak was contained to the instrument. The customer personal protective equipment could not be confirmed, however, there were no reports of injury or customer exposure. No reports of erroneous patient results generated.